Manufacturer narrative:
The returned ventilator was evaluated for the reported "battery" issue. The failure investigator verified the back up battery failure in the ventilator's event log. The failure investigator replaced the battery to resolve the reported issue. (B)(4).

Event description:
Covidien received information stating during patient use, the ht70 ventilator displayed backup battery dangerously low message. The internal and external charge indicators both were at 100 percent and the ventilator was accepting external power normally. The patient was transferred to another ventilator. There were no negative patient consequences.